Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of voluntary medwatch event report #(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch klh680. Batch lah794. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: what was done to address shard penetration wound on the health professional's thumb? Please know hospital protocol was followed. The area was treated and provider will be monitored. Is product available for return? I believe so, will confirm. Since review of the event, I will keep the device on site for the time being. If a rep would like to come to view the device on site, that is fine. Hospital protocol was followed to manage the event, per previous response. The area was treated and provider will be monitored. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe how the area was treated? Were any tests performed? Update to surgeons current condition . Was there any adverse consequences? Clarification of lot number involved (klh680 or lah794)?

Event description:
This medwatch report is in response to receipt of voluntary medwatch event report #(B)(4). It was reported that a patient underwent a skin wound closure procedure on (B)(6)2017 and topical skin adhesive was used. The user crushed the chamber manually as instructions describe and a small 1 mm shard of glass perforated the membrane of the chamber and went through the users contaminated glove, into the right thumb drawing blood. The area was treated and the provider monitored. Hospital protocol was followed. Additional information has been requested.